Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and patient via a manufacturer representative regarding a patient receiving morphine (15mg/ml at 4.098mg) via an implantable pump. The indications for use were unknown. It was reported that the pocket side was red and warm to the touch. Infection was suspected. The patient admitted that the pump was working and helping with the pain. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The pump was explanted from the right abdomen and the pocket cleaned. A new pocket was formed on the left abdomen and the pump was replaced. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history was asked but unknown. The patient status at the time of the report was alive with no injury.